Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge circuit timeout. The ICD remains implanted and the patient is not planning to replace the device. No patient complications have been reported as a result of this event.